Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, high pacing thresholds and high out of range pacing impedances were observed on this right ventricular (rv) lead. The physician plans to schedule a lead revision. This rv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that a lead revision was performed and this lead was surgically abandoned. No additional adverse patient effects were reported.